Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the articulating arm would not lock in place during surgery so the surgeon performed a tlif instead of a lateral procedure. This also led to a surgical delay of one hour.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned arm was evaluated. There were no indications of damage on the device. A functional check found that the arm would no longer remain locked in position when the handle was tightened. The cause is likely attributed to wear from repetitive usage. A review of the manufacturing records did not identify any issues which would have contributed to this event.